Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on 05/20/2016 to report that the patient passed away on (B)(6) 2016. Patient's wife stated that on (B)(6) 2016 an employee found the patient and called 911. The patient was transported to the hospital and was unresponsive. It was later determined that the patient had a massive intracranial hemorrhage. The patient was in the hospital and in a coma from (B)(6) 2016. The patient passed away on (B)(6) 2016. A death certificate was provided and the cause of death was listed as massive intracranial hemorrhage. Diabetes type ii and hypertension were listed as contributing conditions. The patient was not wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Two receivers (part number stk-dr-001/serial number (B)(4)/lot number 520662 and part number stk-gl-001/serial number (B)(4)/lot number 5191117) was returned for evaluation. The devices were visually inspected and no defect were found. Functional testing was performed and there was no failures detected. A review of the downloaded receiver logs did not find any errors. Additionally, a transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5203733) was also returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. There were no alleged malfunction reported for the returned devices.